Manufacturer narrative:
A ge service representative performed an investigation. The malfunction was verified. Replaced the hard drive. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system is pulling wrong images for the patients. There was no report of patient injury.